Manufacturer narrative:
Correction made to b5: there was no report of patient injury or medical intervention associated with this event (previously submitted as there was patient injury or medical intervention associated with this event). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue screw tip (female connector) unscrewed from the light blue portion (main body) of the twist clamp on a minicap extended life pd transfer set. The reporter further stated that the transfer set was broken/cracked at an unspecified location. This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was patient injury or medical intervention associated with this event. No additional information is available.